Manufacturer narrative:
The device remains implanted and was therefore not available for engineering evaluation. A review of the manufacturing records indicated the lot met pre-release specifications. The gore® tag® conformable thoracic stent graft with active control system instructions for use state that may occur and/or require intervention include but are not limited to endoleak and aortic expansion (e .g aneurysm, false lumen, landing zone, lesion). According to the IFU, it instructs the physician to not attempt to reposition the stent graft after deployment to full diameter has been initiated . Vessel damage or stent graft misplacement may result . W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, this patient underwent an endovascular treatment for a thoracic arch aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system (ctag acs; proximal tgmr404015j, distal tgm343415j). When the proximal device was deployed, it moved distally a little. Also, it moved distally further during a balloon was inflated inside it. It was supposed to be placed just distal to the left common carotid artery (lcca), but the actual final position was 3 mm distal to the lcca. A type ia endoleak and bird-beak configuration were also found, but a wait-and-see approach was taken. The patient tolerated the procedure. On (B)(6) 2023, a reintervention was performed as aneurysm enlargement due to endoleak was found during a follow-up examination. To treat the type ia endoleak, additional ctag ac (tgmr404010j) was placed in zone 1 and also a bare-metal stent (express, 8 mm x 37 mm) was placed in the lcca as a chimney technique. The final angiography showed a minor type ia endoleak remaining. The bird-beak configuration was not resolved either. Reportedly, this was due to that the previous ctag ac interfered with the new one. A wait-and-see approach would be taken. The patient tolerated the reintervention. Code 5700-c aneurysm enlargement - other/unknown was used to cover the aneurysm enlargement.

Manufacturer narrative:
H6: removed investigation conclusion code d1102 and added code d15. Code d12 remains unchanged. H10: updated IFU to: the gore® tag® conformable thoracic stent graft with active control system instructions for use state that may occur and/or require intervention include but are not limited to endoleak and aortic expansion (e .g aneurysm, false lumen, landing zone, lesion).